Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top jaw was separated from the jaw overmold. There was no missing piece on the damaged jaw. The reported condition was confirmed. The investigation found the top moving jaw was damaged. The manufacturing engineer was notified and confirmed that the product jaw b seal plate and overmold did disengage and does not meet specifications. The device appears to have some use. No root cause for the jaw b disengagement could be determined. Engineering and manufacturing trained the line operators to be cautious with the tips of the jaws when assembling and handling the devices, and to scrap any devices that show signs of delamination. Engineering reviewed the process to determine potential root causes for delamination. Operators were cautioned to avoid contact of the jaws with assembly fixturing. This complaint will be classified as undetermined. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device activation stopped working. This was noted as no activation and end tone heard anymore. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury. There was no missing piece on the damaged over mold.